Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153354 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153354 and device part number 195-430h / lot 148399. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153354 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d2, d3, g1, and g4.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported false positive results with the binaxnow covid-19 antigen self test for two test on one patient. The customer reported a false positive result with the binaxnow covid-19 antigen self test on a direct tested nasal kitted swab. The first test was taken on (B)(6) 2021 with positive results. Confirmation testing with pcr generated negative results. After confirmation testing the patient tested again (date not provided) with binaxnow and received positive results. The user states they were asymptomatic. No additional patient information, including treatment and outcome, was provided.